Event description:
The customer reported to vyaire medical that the vela ventilator does not appear to be powered on and that there is a burning smell inside. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer stated that during the post test, all normal indicators appeared on the unit, but it does not ventilate, the issue seems to be with the power supply rather than the screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the display was inspected visually and found no signs of physical damage but a small burn mark (black residue) on the display back plate. Installed the display on a known good vela test fixture and turned it on to enter service mode. Passed lamp test according to vela ventilator systems service manual. A switch test was also performed and passed. Switched the power to user mode and let the unit ventilate for 2 hours. There were no problems after the cycle time.the reported issue was confirmed but not duplicated. The burn marks on the display plate indicate that the vela main board assembly was the cause of the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.